Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a lead revision surgery. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no elective replacement indicator alert or allegation of premature battery depletion, the device was explanted and replaced prophylactically. The patient was in stable condition.